Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the catheter shaft was severed 2.8 centimeters distal to the locking collar. The shaft fracture did not have the presence of neck down or clamp marks. The port was flushed via a syringe and observed to be occluded.

Event description:
An access port was placed 10/22/96 for chemotherapy administration. On 1/10/97 during injection of chemotherapy the pt complained of a burning sensation at the implant site. A venogram revealed the catheter had fractured and migrated to the right atrium. Uneventful retrieval followed utilizing a snare. A PICC line was placed without incident. The pt's condition is good and has since been discharged. The device was not returned for eval, therefore, no failure analysis will be performed. Co's follow up indicated this port was in place for approx 3 months and was accessed several times without incident. Since this device was in place for over 3 months and no difficulty accessing the device was encountered prior to this incident, co believes initial placement, user technique during access and pt anatomy may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Co's directions for use for this product state: "always access the system with the needle perpendicular to the implanted port. Insert the needle tip fully through the septum until the needle makes contact with needle stop."